Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer states they went to bed with blood glucose value 112 mg/dl and woke up with blood glucose value 474 mg/dl. Customer and customer¿s husband declined troubleshoot for high blood glucose. Customer states that they went through troubleshoot for high blood glucose before, so they tested and changed out the insulin pump prior to call. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer treated with manual injection and was monitor the insulin pump. Customers husband comes on the line and explain that customers tubing seemed empty when they tested it. Customer was not using the sensor feature. The insulin pump will not be returned for analysis.